Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-28959. It was reported that the right ventricular lead and left ventricular lead exhibited noise. The clinician noted that they were able to reproduce the noise on both leads. Further information was requested however, was not provided.